Event description:
It was reported that the customer was hospitalized twice in one week. The customer stated that she was initially hospitalized on (B)(6) 2015, for bronchitis and did not have any issues with blood glucose levels at that time. However, she stated that she had a fall on (B)(6) 2015, while experiencing a low blood glucose event and hurt herself, leading to the second hospitalization. The customer stated that the blood glucose reading was 44 mg/dl, but the sensor glucose reading was 95 mg/dl. She observed false low glucose alerts due to the inaccurate sensor glucose reading. She noted at least 100 units in difference between the sensor and blood glucose readings. She did not know the perceived cause of the low blood glucose event, noting that she was on medications for her bronchitis. She added that she also had gastroparesis, which she was being treated with botox in her stomach. She was advised that these factors may contribute to changes in blood glucose levels. None else noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.